Event description:
It was reported that prior to the starting of a da vinci s prostatectomy procedure, the site experienced the left and right video to be out of synchronization. With the help of an isi technical support engineer, the site attempted to troubleshoot the problem by powering down the system, reseating vision cables, and redoing the black and white balance without success. The patient was under anesthesia and port incisions had been created before the surgical staff made the decision to abort the procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
An investigation by the field service engineer confirmed the customer reported problem was associated with the camera control unit (ccu) and the digitizer. The ccu calibrates and adjusts the brightness levels of the video image from the two high magnification camera heads. The ccu then feeds the image through the video synchronizer to the surgeon's console and assistant monitor. The digitizer converts the analog video images recorded by the camera into a digital format so that it can be transmitted over the fiber-optic cable and combined with other images. The system was repaired by replacing the affected ccu and digitizer. As of 2008, there have been no reported recurrences of the issue at this hospital.